Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit was replaced.

Event description:
The hospital reported that, during a case, when the clinician switched to mechanical ventilation mode the unit went blank. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.